Event description:
A malfunction was reported with the individual's pump, indicated by three alarms over the past one to two months, with a recent episode causing significant hyperglycemia. The individual's blood glucose level was impacted, resulting in hyperglycemia, as noted in the report. The customer contacted customer service three times and was advised to reset the pump each time; a request for a replacement pump was submitted.